Event description:
It was reported that the procedure was to treat a mildly tortuous left anterior descending artery (lad), that was heavily calcified. Predilatation was performed with a trek balloon, after which the 2.5x23 mm xience v stent delivery system (sds) was advanced in an attempt to reach the lesion; however, the sds became caught in calcification. A lot of resistance was felt during retraction of the sds from the anatomy, which resulted in the stent implant dislodging from the balloon into the left main/proximal lad. A balloon catheter was advanced through the dislodged stent implant and the stent implant was able to be deployed against the vessel wall in an unintended site. Further attempts to treat the patient with a non-abbott balloon catheter were unsuccessful and the procedure was stopped. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.